Event description:
It is reported that the device was implanted in 2008, and explanted on eight months later. The pt was revised, due to pain and loosening.

Manufacturer narrative:
Eval summary: the returned device was reviewed. It was observed that the medial side of the neck region has gouges on one edge. It was also observed that the neck body has a change in surface finish indicating where the component mated with the distal stem component. The device was in vivo for 8 months. It is most likely that the kinectiv neck was not a factor in the alleged event of the loosening of the acetabular component. The mating distal stem is unk and the condition of this component is unk. It is unk which components were revised in the october revision surgery and what these revision components are. The surgical notes from the primary february surgery are unavailable and it is unk if the kinectiv neck was implanted with the correct orientation and correct fit per the surgical technique. X-ray images post-primary surgery and from successive pt visits are unavailable. The instruments used in the primary surgery are also unk. The pt height, weight, and activity level are unk. The rehabilitation treatment plan, both pharmacological and physical, and compliance thereof are unk. Factors which may contribute to acetabular implant loosening pertaining to the kinectiv femoral neck may be one or a combination of the following mechanisms: improper neck length and offset, misalignment of femoral stem/neck assembly, extent of mating connectivity between stem/neck/head interfaces, impingement, and pt activity post-surgery. However, no definitive cause analysis can be completed with certainty. Eval. Device history records indicated all components were mfg and inspected to spec.